Event description:
It was reported that when using the bd pyxis¿ es server, 153 devices were on critical override. 153 devices were not communicating, and orders were delayed or down across all six hospitals. Customer stated that issue kept going on and off throughout the day, and it was the second occurrence within the same day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were on critical override. A technical support specialist found that the intermittent critical override issues were traced to message gaps caused due to the server running out of memory, primarily due to the windows print spooler service consuming 11gb of random-access memory (ram). The print spooler was restarted, backlogged external messages were processed, and device communication returned to normal. Additional printer errors and queued jobs contributing to the spooler overload were identified for further configuration review. Earlier, high memory usage had also been addressed by restarting key bd services, though the server's limited 8gb ram was noted. After the server received a ram upgrade, the issue was permanently resolved, and the customer was updated accordingly. The system functioned as intended after the technical support specialist troubleshot the device.